Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their new ¿unit¿ seems better, and the issue of their battery decreasing faster, recharging more often, and difficulty maintaining coupling boxes has been resolved. The patient mentioned that their 2 ¿units¿ were replaced promptly. The patient weighed (B)(6) pounds at the time of the event. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37751, serial# (B)(4), product type recharger. Product ID 97754, serial# (B)(4), product type recharger.

Event description:
The patient reported that it seems they have to charge every other day. They stated that when they use program b, the battery decreases by 2/3rd within 5-6 hours. It was mentioned that the patient got program b when they met with their manufacturing representative. The patient mentioned that they only have 1/3 of power left in their recharger. They also reported difficulty keeping coupling boxes filled in, and that they have been needing to reset their recharger. The patient noted that they do not use program b that often. They stated that they have to use the ¿high ones¿, and if they lower stimulation their pain gets severe. The patient noted they change programs during the day, depending on the type of pain or location of pain they are experiencing. The patient was to follow-up with their healthcare provider. No further complications were reported. The patient was implanted for failed back surgery syndrome and spinal pain.